Manufacturer narrative:
Pending completion of device analysis and review of device history record. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report a pump that was replaced due to a csf leak and patient fluid beneath the skin. Cs reported that csf was collecting in the pump pocket and around the catheter. The physician opted to explant and replace the entire pump and catheter. The physician could not determine where the leak was coming from. There was csf in both the pump pocket and the spinal area. MFR 3010079947-2021-00162 was opened to address the catheter replacement.

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed, but the alleged issue could not be confirmed. Visual inspection of the pump did not find any anomalies with the exterior of the pump. Functional analysis of the pump confirmed the pump successfully primed and flowed within design specification. Internal complaint number: (B)(4).